Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a clogged nozzle, bending angulations out of specifications, bending section cover or distal sheath (a-rubber) glues damaged and a clogged air channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera lll gastrointestinal videoscope to olympus repair center for evaluation of a clogged air channel that was found during reprocessing. During the evaluation, the nozzle was found clogged by a black rubbery material. No patient injury or harm has been reported. This report is being submitted to capture the clogged nozzle defect found during the repair evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2/e3, and g2 fields were corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the device was incorrectly reprocessed. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use: "instruction manual olympus gif-h190n operation manual chapter 3 preparation and inspection" shows how to detect the event. "Instruction manual olympus gif-h190n reprocessing manual chapter 5 reprocessing" the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.